Event description:
The customer reported that the autopulse platform (sn (B)(6), displayed user advisory (ua) 45 (not at "home" position after power-on/restart); the lifeband was stuck in the drive shaft and was unable to be removed. Zoll provided the customer with the instructions for resetting the ua45; however, the lifeband wouldn't release. Per the reporter, the customer could clear the ua45, but chunks of plastic pieces were removed from the platform body close to the lifeband roller guide. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
Zoll has not received the autopulse platform (sn (B)(6), for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.